Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Event description:
The rep further reported that possibly the ins was not appropriately fixed to the fascia during first implant. After repositioning the ins, the charging was good.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported via the company representative (rep) that the recharger had coupling issues. During recharging only a maximum of 2 out of the 8 boxes were black. All others were blank. It was unknown what led to this event, cannot be specified. Troubleshooting was performed with the technical team but nothing helped. A new recharger was going to be tried. The issue was not resolved at the time of the report. No surgical intervention occurred nor was planned. The rep confirmed two weeks later that the implantable neurostimulator (ins) got flipped into the pocket. The issue was now sorted. Additional information has been requested to find out if any intervention was required to address the flipped ins. If additional information is received, a follow up report will be sent.